Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred during a bolus delivery. The customer reported a blood glucose (bg) level of 290 (mg/dl). Troubleshooting with tandem technical support indicated the occlusion was possibly due to an abrupt temperature change. A pump bolus was delivered to address bg levels.